Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had noise. The noise was not able to be reproduced in office with isometrics nor pocket manipulation.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.